Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive at home with the percutaneous lead (driveline) not fully engaged to the system controller. The spouse was able to insert the driveline into the system controller and the green run light appeared on the system controller. The patient was taken to the local hospital and expired. The hospital reviewed the system controller log files and reported multiple power cable disconnect alarms. The interrogation of the ICD revealed ventricular fibrillation. No further information was provided.